Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy an increase of the pump rotational speed was recognized after 10 minutes without any change by the operator. Noise like the water got empty. They stopped the pump and checked the water supply and then they switched the pump off and on again. After the restart, the pump was still running too fast. The pressure was reduced from 40mmhg to 10mmhg but still the rotational speed was too high. After a short time they recognized a swelling of the knee and shank and the surgery was aborted. This led to a fission of the compartment of the lower leg. The tubing which was used was an ar-6415 - lot.: d7009. The tubing was also send in for evaluation. Follow-up investigation: there were no alarms during the procedure. To remove the fluid they had to open the compartments of the lower leg acutely. The patient stayed in the hospital for observation after the aborted procedure. The procedure was rescheduled and successfully performed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. The complaint was not confirmed. The original tubing set that is not distributed or used in the u.s. Was returned with the pump. The pump was functioned tested with the original tubing set and it functioned per arthrex standards procedure. However, the original tubing's bladder/ sleeve inside the drip chamber was collapsed 100%. Furthermore, the returned ar-6480 was inspected per arthrex standard inspection procedure and tested with u.s. Distributed tubing set at varying pressures as per procedure. Then the outflow tubing was clamped off and as expected per the operation manual, the pump reported "over pressure" alarm. When the clamp was released, the pump returned to normal operation. The pump met all inspection criteria. This is the first complaint of this type for this part/ serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy an increase of the pump rotational speed was recognized after 10 minutes without any change by the operator. Noise like the water got empty. They stopped the pump and checked the water supply and then they switched the pump off and on again. After the restart, the pump was still running too fast. The pressure was reduced from 40mmhg to 10mmhg but still the rotational speed was too high. After a short time they recognized a swelling of the knee and shank and the surgery was aborted. This led to a fission of the compartment of the lower leg. The tubing which was used was an ar-6415 - lot: d7009. The tubing was also send in for evaluation. Follow-up investigation: there were no alarms during the procedure. To remove the fluid they had to open the compartments of the lower leg acutely. The patient stayed in the hospital for observation after the aborted procedure. The procedure was rescheduled and successfully performed.